Manufacturer narrative:
Additional information will be reported within 30 days of receipt.

Event description:
During pre embolization, two enterprise stents could not be re-captured. However, eventually, both stents could be re-captured, but during removal, both stents dislodged in the hub of the microcatheters. The microcatheters and delivery systems were removed and a third unit and microcatheter were utilized to complete the procedure. No adverse event was reported and no further information is available.